Event description:
It was reported that the external pulse generator had a dim display screen. It was further requested that the generator receive a test and calibration procedure. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a dim display screen, the liquid crystal display was out of specification electrically. It was further noted that one side bail cover was broken, the ring cover was missing and the ring cover screw as well as the ring were missing. All found defective parts were replaced. (B)(4.